Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. An approved lens/cartridge/viscoelastic combination was used in the procedure. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A partially completed questionaire was received on 03/04/2013. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was removed and replaced due to defective lens. Add'l info was received from the director of nursing that indicated a second wound was required, a bimanual vitrectomy was performed along with the insertion of a capsular tension ring. Add'l info has been requested.